Event description:
It was reported that there was no measurement continuous cardiac output after the catheter was inserted. Another monitor was used but cardiac index value was 4.9l and it was higher than it was supposed to be. An hour later, cardiac index value as 2.7l but another 30 minutes later, it became unable to measure. Customer decided not to continue.

Manufacturer narrative:
Device not returned.